Manufacturer narrative:
Litter support brackets.

Event description:
It was reported by service report that the litter support brackets were broken. No patient involvement or adverse consequences are reported.